Event description:
It was reported that during a laparoscopic total mesorectal excision (tme) procedure, the surgeon used a brand new device to perform an end-to-end anastomosis. The surgeon did a purse string and reconnected to the stapler as usual. While closing the stapler, the surgeon found that the anvil was detached so she tried to reconnect the anvil to the stapler with click sound (and tactile feedback) and checked that the anvil was connected to the stapler firmly. The surgeon closed the stapler again and the anvil was still detached. Finally, the surgeon tried it again and checked it carefully that the anvil was connected to the stapler firmly with click sound and tactile feedback. This time the anvil connected to the stapler firmly and fired without any difficulty. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.